Event description:
Caller tested 8.0 inr on the coaguchek xs system while a comparison lab returned as 11.7 inr. Caller was treated at the hospital with a transfusion and 4 bags of plasma. The caller remained in the hospital overnight, and lovenox injections were added as part of her therapy. No adverse event related to the device was reported. Requested return of suspect system however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device evaluated by MFR: will not be returned to manufacturer.